Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited low out of range pacing impedance measurements of less than 200 ohms which triggered the lead safety switch (lss). The lss changed the polarity of the lead from bipolar to unipolar. The clinician stated that the impedance has been chronically low for the ra lead. Boston scientific technical services (ts) discussed how to program the lss feature off. It was noted that the other manufacturer's ra lead had exhibited low impedance measurements of 200 ohms or less for at least eight years prior the boston scientific pacemaker being implanted. When the pacemaker was implanted the ra lead impedance was low but within range at 251 ohms. The low out of range impedances resurfaced and triggered the lss five days after implant of the pacemaker. At this time the pacemaker and ra lead remain in service and no adverse patient effects were reported.